Manufacturer narrative:
Reported event: an event regarding disassociation and corrosion involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2011 the patient underwent left total hip arthroplasty. It is further alleged that on (B)(6) 2020 the patient rose from a seated position at his kitchen table and felt a "snap" in the area of his left hip. Radiographs obtained at the hospital showed a dissociation of the femoral head component from the trunnion of the femoral component. He was revised on (B)(6) 2020 and intraoperatively the surgeon noted the trunnion "appeared flattened superiorly and notched inferiorly."

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6), 2011 the patient underwent left total hip arthroplasty. It is further alleged that on (B)(6), 2020 the patient rose from a seated position at his kitchen table and felt a "snap" in the area of his left hip. Radiographs obtained at the hospital showed a dissociation of the femoral head component from the trunnion of the femoral component. He was revised on (B)(6), 2020 and intraoperatively the surgeon noted the trunnion "appeared flattened superiorly and notched inferiorly."

Manufacturer narrative:
Reported event: an event regarding disassociation and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog and lot number has been updated.